Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the patient was experiencing the receiver self-restarted after the patient manually shutdown the receiver. However, after further investigation this is a non-complaint due to being created in error per technical support. The report bears no information to be deemed a reportable complaint this a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver self-restarted after the patient manually shutdown the receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.